Event description:
Caller reported a tandem mobi cartridge alarm. There was no adverse impact to the customer¿s blood glucose level. Customer had already changed out supplies before contacting technical support, and no further cartridge alarm occurred since the change. Customer was advised to contact technical support if the issue persisted, and they acknowledged the instructions. Technical support closed the case.